Manufacturer narrative:
Event summary: the patient data files showed at least twenty-one injections were performed with catheter 2af283/81359 on the date of the event with system notice (# 50032) received indicating that the safety system detected a compromised outer vacuum was triggered at application fifteen. Patient data files showed at least one injection was performed with catheter 2af283/81359 on the date of the event. Failure file showed system notice (#50005) was received indicating that the safety system detected fluid in the catheter and stopped the injection. Second, system notice (#50006) was received indicating that the safety system detected blood in the catheter handle and the injection was stopped and the vacuum disabled. Additionally, a system notice (#50012) indicating that the refrigerant delivery path was obstructed, and system notice a (#50011) was received indicating that the refrigerant delivery path was obstructed. All system notices were triggered on the event date. Upon visual inspection of catheter 2af283 / 81359, results showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for twenty-one injections. The catheter failed the performance test due to system notice (#50005) being triggered immediately upon connecting to the console. During the dissection testing, blood was everywhere inside the catheter, balloons, and there was blood in the service loop. Dissection also showed a pull wire was broken at the pull wire guide inside the handle, and the pull wire protruded the shaft of the catheter at 2.8 inch from the tip which caused the shaft breach as well as leak during the pressure test. Guide wire lumen and both balloons were intact with no issue. In conclusion, the reported system notice (#50006) ¿the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum¿ has been confirmed through data analysis but not through testing. The reported issue (blood in coax/ catheter) was confirmed through testing. The balloon catheter failed the returned product inspection due to shaft breach, pull wire broken and protruded the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, blood was observed inside both coaxial cable and balloon catheter. Both coaxial cable and balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.